Manufacturer narrative:
(B)(4). Additional information: asked if an autopsy was completed and if so, is it available. Response: the hospital has not released these details to us.

Manufacturer narrative:
(B)(4). Incomplete_interrupted cycle additional information received from the territory manager on (B)(6) 2011: "unfortunately I have been notified by the surgeon that this patient has died. Post operatively there continued to be issues with the anastomosis leaking. I received the following from the surgeon this morning: the patient went back to theatre 5 times for endosponging the leak cavity and started to become unwell at the end of last week, a return to theatre for an incarcerated parastomal hernia precipitated a massive mi and withdrawal of critical care support." Requested additional information and received the following response from the regional sales manager on (B)(6) 2011: what was the patient's cause of death? Myocardial infarction. Was an autopsy completed? Not known but I can try and find out. Does the surgeon attribute the patient's death to the use of the device? The surgeon has a theory that the curved nature of contour means that if there is any bunching of the tissue within the jaws then the excess tissue is pushed back into the curved head and leads to a potential hole in the staple line. (We have discussed this issue of too much tissue in the jaws). What did the surgeon attribute the incarcerated parastomal hernia to? Parastomal. Hernia is a common complication of enterostomies (ie, ileostomy, colostomy, and ureostomy), occurring in more than 50% of patients. The incidence is particularly high in patients with colostomies. This patient had a stoma as a result of the procedure. Would the surgeon be willing to speak to an ees surgeon regarding this event? I am not sure. It would depend what they wanted to talk to him about. If you can let me know I will ask. Can you please elaborate on how the patient became "unwell"? My understanding is that the patient was deteriorating, increased pain relief required, increased regularity of the endosponging of the cavity. Did the patient have a cardiac history? Information not given. Requested additional information and received the following response from the regional sales manager on (B)(6) 2011: the product complaint is about the second device. This is the device that has been returned and where the staples fell out of the gun before the instrument was fired. The second instrument was required because of a hole in the staple line following the transection made with the first contour. Post operatively the there was a leak from the anastomosis. The patient went back to theatre 5 times for endosponging the leak cavity and started to become unwell, a return to theatre for an incarcerated parastomal hernia precipitated a massive myocardial infarction and withdrawal of critical care support. I will e-mail the surgeon to see if an autopsy has been carried out. " requested additional information and received the following response from the regional sales manager on (B)(6) 2011: first contour was disposed of. It did perform as expected i.e. Stapled and cut so this was not reported as a product complaint. Unfortunately there was a hole in the staple line. The analysis results showed that the device was received in good visual condition and with a reload loaded in the device. The reload was a received with the washer uncut and with the knife recess below the reload deck; the reload was received with only one staple present and protruding. This condition is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Requested additional information and received the following response on (B)(6) 2011: it was the first firing with the cartridge that came already loaded in the gun. The pin automatically advance. The gun was repositioned this is when the staples fell out. The gun was never fired.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested and the following response was received on 3/25/2011: it was normal rectal tissue. No buttressing material was used. No unexpected noises were heard. After speaking with the surgeon today, he said that he had already use contour to resect the tumor and then anastomosed using a cdh. However, when he did a leak test, there was a hole. So he got another contour gun (this is the device that failed) and tried to resect again but lower. However, the staples fell out. He then had to anastomose using a hand sewn technique which made him go even lower on the rectum the reversal of the stoma isn't booked yet. Currently the patient is ok.

Event description:
It was reported that during a low anterior resection procedure, while positioning the contour below a low rectal tumor, the unfired staples fell out of the gun. Because the device did not fire, the final rectal anastomosis was very low and so the patient required a stoma. This may be reversible but they are not sure what function the patient will have. The procedure was converted to open. The patient was stable immediately after the event.